Manufacturer narrative:
.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) - dr (B)(6) private hospital (B)(6) 2018. Primary implant date (B)(6) 2018. Patient dislocated and the corail stem was extracted for access and extended offset purposes. The patient had a trinity cup from corin in her acetabulum. Female patient initials s.l. Aged 75 years, dob (B)(6), height: 167cm, weight: (B)(6). Unknown jrn: corail 9 short neck 135 = discarded. Unknown jrn: 32+5 cer head = discarded.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.